Event description:
The patient reportedly experienced an intermittent cyst-like bump under the external placement area. The patient reported pain at the site. Antibiotics (type unknown) was prescribed.

Manufacturer narrative:
Advanced bionics considers the investigation into this event as closed. The issue occurred several years ago and was reportedly resolved with hygiene modifications. This is the final report.